Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to dissection of the aortic vessel and surrounding vasculature.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient who had previously received vascular graft replacement for the ascending aorta and the aortic arch underwent emergent thoracic endovascular aortic repair using two conformable gore® tag® thoracic endoprosthesis (ctag). The first ctag (tgu313115j) was placed below the vascular graft in some distance away and the second ctag was placed distal to the first ctag. The patient tolerated the procedure. Sometime in 2019 (the exact date is unknown), a new entry tear was observed in the descending aorta between the distal part of the vascular graft and tgu313115j. Moreover, a new aneurysm was caused by the tear. On (B)(6) 2020, re-intervention was performed to treat the new entry tear since the aneurysm caused by the tear was getting enlarged. A gore® tag® conformable thoracic stent graft with active control system was placed to cover the tear. Re-intervention was completed without further issues. The patient tolerated the procedure. It was reported that the new entry tear could be caused by the proximal part of tgu313115j. It was also reported that it could possibly be caused by anastomosis of the vascular graft. Reportedly, it was not determined the exact cause of the new entry tear. (B)(6) 2019 was selected as an event date since the tear was observed sometime in 2019 and it unknown the exact date.